Event description:
This spontaneous case report was received on (B)(6) 2014 from a consumer in the united states via the FDA, the regulatory authority in the united states (FDA case number mw5033504, received at FDA on (B)(4) 2013). The report refers to the reporting female consumer of unspecified age who had essure (fallopian tube occlusion insert) implanted and experienced anima (anemia), heavy bleeding during her period each month, enlarged uterus, adenomyosis, bloated, in pain and had bowel movement which had small grayish silverish fragments in the toilets water. FDA report type was 'injury', reported outcome of events was 'required intervention'. No information was given on consumer's history, past drugs, concomitant medication and concurrent conditions. On (B)(6) 2010, the consumer had essure (fallopian tube occlusion insert) implanted. Reporter stated she was admitted into hospital due to anima (anemia). Her blood was very low and she was admitted because she needed a blood transfusion. When she was discharged from the hospital she was told to follow up with her doctor. She went to gyn doctor (gynecologist). Due to her heavy bleeding during her period each month he sent her for a sono (sonogram) and she was told that she has an enlarged uterus and adenomyosis. She never in life had these issues. She feels it is the essure device. She is bloated and in pain. In 2013, she had bowel movement which had small grayish silverish fragments in the toilets water. Follow up information received from consumer on 20-feb-2014: patient information updated. Reporter and events added. Patient is (B)(6). Weight and height added. Her medical history included asthma. Essure was inserted 2 months after last delivery. Birth control pills and total abstinence were the back-ups contraception methods. A few months after insertion, patient performed as hysterosalpingogram (hsg) that showed that she was ok and the tubes were blocked. All her symptoms, including hair been falling out, low sex drive, foul odor and ears ringing, started in 2010, after essure. The pain started about 5-6 months ago. She still has all the symptoms. She went to the doctor concerning these symptoms and he said she might have adenomyosis and she needs a hysterectomy. Surgery is planned for (B)(6) 2014. She was hospitalized in (B)(6) 2013 for blood transfusion for the bleeding and low blood count. She is also taking iron pills. Patient believes that these conditions were caused by the essure, because she had no problems before essure placement. Health care provider general questionnaire received on (B)(4) 2014. Case is now medically confirmed. On (B)(6) 2010 essure was inserted, 12 weeks after last delivery (a discrepancy was noted, since consumer reported insertion on (B)(6) 2010, 2 months after last delivery). Insertion was performed without cervical dilatation. Sounding and general anesthesia via laryngeal mask airway (lma) was performed. It was an easy insertion and the visualization of tubal ostium was easy. There was no more than 1500cc fluid loss during hysteroscopy and the procedure did not take more than 20 minutes. No perforation occurred. It was reported that patient did not perform an hsg (a discrepancy was noted with consumer's information). The physician stated that the condition was not caused by essure device, patient presented leiomyoma and adenomyosis prior to essure placement. She had also an endometrial polyp since 2007. She had curettage in 2007. On (B)(6) 2007, the pathology results of endometrium curettage was endometrial polyp and secretory endometrium with stromal / glandular asynchrony. On (B)(6) 2012 the pathology results of endometrium curettage was chronic endometritis and fibrohyaline nodule consistent with history of intrauterine pregnancy. On (B)(6) 2013 she performed a female pelvic ultrasound that showed uterus size 11.5 x 5.9 x 7.3 cm. Anteverted. Enlarged. Uterine myometrium is diffusely heterogeneous in appearance. Endometrial complex 1.3 cm in diameter. Norma. Echogenic focus: 1.6 x 0.7cm. Right ovary 3.6 x 2.9 x 1.3cm. Normal in contour and configuration. Echopattern-homogeneous norma. No findings. Left ovary 3.6 x 3.0 x 1.9cm. Normal in contour and configuration. Cysts:size 1.7 x 1.5 x 1.5cm, simple; 1.7 x 1.2 x 1.0cm with low level echo, but no internal vascularity consistent with hemorrhagic cyst. Other structures: fluid in cul-de-sac none adnexa normal urinary bladder normal iliac vessels patent. Impression: uterine myometrium diffusely heterogeneous in appearance suspicious for adenomyosis. Uterus is also enlarged; simple left ovarian cyst and hemorrhagic left ovarian cyst; echogenic focus seen in the endometrium suspicious for endometrium polyp. Essure was not removed nor the removal is planned (discrepancy was noted since consumer stated a hysterectomy is schedule in (B)(6) 2014). Follow up information received on 05-aug-2014 from consumer: she denied that any related diagnostic tests were performed. On (B)(6) 2014, she was submitted to a tah (total abdominal hysterectomy) with bilateral salpingectomy. Her uterus, fallopian tubes were removed intact along with essure coils and the cervix was removed. She did not have any pathology results yet. Physician said to her that uterus was very large. After surgery she was experiencing little pain in abdomen around lower stomach area. She also stated that her main issue (adenomyosis, heavy bleeding, enlarged uterus) were gone. No further information was provided. This case was upgraded to near-incident after a company internal review.

Manufacturer narrative:
Data correction: the code knh was replaced with hhs.

Manufacturer narrative:
(B)(4). Final assessment: no lot number provided; therefore, no lot history record (lhr) review could be done. No device returned; therefore, no device investigation could be completed. No conclusions can be drawn. Medical assessment: the medical events reported are not necessarily indicative of a quality defect. This case included reported device breakage and expulsion which are also not necessarily indicative of a quality defect. No complaint sample was provided for a technical investigation. No batch number was reported. Neither a technical batch investigation nor a batch cluster review in the gpv database for a more detailed statistical medical evaluation is possible without a batch number. At the time of this medical assessment the technical investigation concluded "unconfirmed quality defect". Based on the information available, there is no reason to suspect a quality defect. Company causality comment: this medically confirmed, spontaneous case report; refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and had bowel movement which had small grayish silverish fragments in the toilets water. This non-serious event, interpreted as device breakage, is unlisted in reference safety information of essure. It was initially regarded as near-incident, further; amended to non-incident according to product technical complaint investigation (ptc); however after a company internal review, it was reconsidered a near-incident. Single cases have been reported of essure breakage; in this particular case although the exact date and mechanism of this event was not known a causal relationship with the suspect insert cannot be excluded. Other serious, reported events included: anima - blood very low, heavy bleeding during my period each month/bleeding, chronic endometritis and hemorrhagic left ovarian cyst. All them with exception of heavy bleeding are unlisted according to the reference safety information for essure. The patient stated she presented heavy bleeding, was hospitalized and received a blood transfusion 3 years after essure insertion due to anemia. It was also reported a previous adenomyosis and leiomyoma by her physician, later she was submitted to a total hysterectomy and reported that her main issues (adenomyosis and bleeding) were gone. Given patient's previous conditions as alternative explanations and the weak temporal relationship, all above mention serious events were considered as unrelated to essure and non-incidents. Regarding chronic endometritis it was diagnosed after pathology analysis, this finding may reflect an infectious or reactive process, as it was diagnosed 2 years after essure insertion, causality was considered unlikely. In addition, non-serious events were reported. The ptc analysis concluded that based on the information available; there is no reason to suspect a quality defect.